Event description:
It has been reported to philips that the allura xper fd10 system gave an audible alarm which indicated that the tube was too hot during a cardiac procedure and the customer was unable to use the device. Because of this, procedures had to canceled. A replacement h.v. Cable was fitted to the system, and it was returned back to functionality. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system giving an audible alarm stating the tube was too hot. Review of the system log file showed that the issue with x-ray generator tube. Upon further investigation, fse determined ht plug was to be severely burned and there is a sudden breakdown of the insulator. The fse replaced the complete ht cable. After replacement of the ht cable, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.